Manufacturer narrative:
H3: product ID# b32000 lot# 082m05725. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The burr hole base was found to be broken, with a crack and a cut observed near the bone screw hole. It was reported that non-manufacturer facial screws were used instead of the screws provided in the bhd kit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that burr hole device(bhd) ring cracked while screwing to skull. Non-manufacturer facial screws used instead of manufacturer's screws provided in bhd kit, ring removed and replaced with different kit. Issue was resolved at time of this report. No patient issue.